Event description:
It was reported, the device became unpaired via bluetooth (ble) from the remote transmitter. Technical support was contacted and troubleshooting remotely was unable to resolve the issue, an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.